Event description:
It was reported by service report that the brakes were not functioning and the side rail could not remain latched.

Event description:
It was reported by service report that the brakes were not functioning and the side rail could not remain latched.

Manufacturer narrative:
Previously, it was reported that the side rail could not remain latched. However, the side rail was only missing the extension spring. In this model's design of the latch assembly, the extension springs assists in the latching the siderail; however, the siderails can still latch properly without the extension springs. This would only make the side rail slightly more difficult to latch, but the side rail could still be latched and unlatched if needed.